Manufacturer narrative:
The product was returned. Per the returns plan in oracle unit returned on (B)(6) 2014. Evaluation shows rear wheel is warped/out of round. MDR is being submitted as a result of a retrospective complaint review.

Event description:
Customer states this chair has a rear wheel that is warped.